Event description:
It was reported that medfusion 3500, motor sensor failure. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped and cracked, the bottom case was cracked and the tamper seal was removed/broken. Review of the event history log showed an occurrence of a motor not running error. Functional testing included occlusion testing and the reported issue was duplicated. Based on evidence and investigation, the complaint allegation was confirmed. The motor assembly parts were replaced and the issue was resolved. The investigation determined that wear/use was the cause of the reported issue as the parts were over ten (10) years old. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.